Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had high blood glucose. The customer's blood glucose level was 569 mg/dl. It also reported that the insulin pump received drive count/time values or changes incorrect for moving or coasting error alarm and customer was able to rewind the insulin pump. The customer was reported that the insulin pump passed the self test and alarm did not occurred during fill tubing. The customer will not return insulin pump for analysis.